Manufacturer narrative:
At this time, the lead has been returned but evaluation is not complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that during a procedure to upgrade this patient's implanted system, this right atrial (ra) lead exhibited high out of range pacing impedances. The out of range measurements were reproducible through a pacing system analyzer (psa) and the pulse generator. This ra lead was explanted and replaced; the patient's cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage to the outer lead body consistent with electrocautery exposure. Electrical testing confirmed that the anode coil was not electrically continuous. An x-ray was performed, which confirmed that there was a gap in the anode coil in the area of the insultation damage. The reported high impedance measurements are likely the result of the lead damage observed by the laboratory. Evidence reasonably suggests that the lead was damaged by electrocautery during surgery.

Event description:
This supplemental report is being filed as product evaluation has been completed.